Event description:
The iab was inserted into the pt on 2/24/98. On 1/26/98 after iabp for 56 hours, blood was noted in the iab. Event complications: none from the event - reported 2/9/98. Pt's current status: unk - rpt'd 2/9/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.